Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was shutting down and started beeping. The customer¿s blood glucose level was 5.6 mmol/l at the time of incident. Advised customer this was possible the reason for a critical pump error as the device has been exposed to moisture with damage. Insulin pump had damage to the battery cap and down curving to the front of the device. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. No blank display and no audio/vibrate anomaly noted. Insulin pump received with cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads.